Manufacturer narrative:
Internal insulation abrasion was noted at 18.3 ¿ 18.4 cm from the connector pin, consistent with suture sleeve tie down damage. This is consistent with the observation from the field of low pacing lead impedance, intermittent loss of capture and insulation damage.

Event description:
It was reported that the right ventricular lead exhibited low impedance, high capture threshold, intermittent loss of capture and insulation anomaly. The patient experienced dizziness. The lead was explanted and replaced on (B)(6) 2018. The patient was stable post procedure.